Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent,visual summary analysis of the lead indicated damage at implant. The analyst also noted:lead received with the is-1 connector pin bent.

Event description:
It was reported that during implant the physician noticed the lead pin was bent. The lead was never connected to the device and was replaced. No patient complications have been reported as a result of this event.